Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number: 0011872172 was returned and analyzed. Visual inspection of the sheath was performed and identified a wrinkled and pinched shaft area at approximately one inch from the tip. The steering mechanism and deflection test were performed. The shaft was bending as initially intended and was bending in the plane. There was no difficulty, no friction, or any noise in the steering mechanism. The insertion of dilator into the sheath was performed and the dilator luer was unable to be locked into the sheath. Further inspection under a microscope identified that the dilator luer was damaged, which may have caused the dilator to have difficulties locking with the sheath. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 30 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.057 psig. The flushing test with 6 psig showed the pressure decay in the device was 0.003 psig. The aspiration test with negative pressure of 4.1 psig showed the pressure decay in the device was 0.095 psig. All the performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. In conclusion, the clinical issue (pseudoaneurysm) occurred during the procedure with no indication that the adverse event was related to the performance, or a malfunction of the product and the decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. The sheath failed the return product inspection due to a wrinkled and pinched shaft area at approximately one inch from the tip and the dilator luer was damaged. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that  during a cryo ablation procedure, the sheath was kinking and despite all maneuvers, it was not possible to progress the guidewire through the sheath. Bleeding was then reported at the access site and a pseudoaneurysm had formed at the right femoral artery. Vascular surgery was performed on the pseudoaneurysm. The case was aborted while the patient was under general anesthesia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.